Event description:
Reportedly, the ventilator alarmed audibly but not visually, and the pressure bar graph paused and the ventilator stopped ventilating during use on a pt. No permanent injury was reported in this case.

Manufacturer narrative:
(B)(4).